Manufacturer narrative:
(B)(4). Report source: foreign, event occurred in poland the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device is still in use.

Event description:
The hospital reported a broken impactor. The device is currently still in use. No further information has been made available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 (lot); d10; g4; g7; h1; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the strike plate was not returned. This device is 6 plus years old and shows signs of damage and use. The fractured component (as retained in the handle) cannot be measured by available xrf equipment and the strike plate was not provided for analysis. The features of this fracture surface and mode align with those reported in (B)(4) summary of failure analysis of shoulder impactor threaded strike-plates which indicates an overload failure of the strike plate's thread section. Device history record (DHR) was reviewed and no discrepancies were identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
No device was returned for examination. Review of provided photography confirms the reported strike plate material fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.